Event description:
My (B)(6) daughter's blood work was done on (B)(6) 2021 with overnight fasting (blood work done in the morning of (B)(6) ~9:00 am) and her cumulative test results from (B)(6) report (reviewed with pcp on (B)(6) 2021) indicated elevated results as below (she is not on any medications or has known allergies, or any previous medical conditions. Perfectly healthy teenage with lots of physical activities and active lifestyle). She had no symptoms of diabetes at all before this test. (B)(6) blood work results: hemoglobin a1c - 8.6 (normal range 4.8 - 5.6%); ketones - trace a (normal - negative); triglycerides - 113 (normal 0-89mg/dl); glucose, serum - 179 (normal 65-99mg/dl) note: other elements of the reports were normal. This elevated result indicated that she ((B)(6)) has juvenile diabetes (type 1 diabetes) or type 2 diabetes. We rushed through to get an urgent pediatrician appointment ((B)(6) 2021 evening). On (B)(6) 2021 she was referred by her pediatrician to ER of children hospital for endocrinology specialist review. We picked our daughter from her middle school and drove 1-1/2 hours to children hospital emergency room ((B)(6) 2021 ~ afternoon). In the ER her initial vitals were checked around 12:30pm ((B)(6) 2021) and came absolutely normal. Children hospital ER results ((B)(6) 2021); glucose, whole blood (poc) - 95 (normal range 70 -110mg/dl); magnesium, plasma or serum - 1.8 (normal range 1.8 - 2.4mg/dl); phosphorus (inorganic), plasma or serum - 4.7 (normal range 3.0 -4.8mg/dl); basic metabolic profile (basic metabolic panel) - all results normal and in range; hemoglobin a1c, blood (lab) (hemoglobin a1c lab) - 5.1 (normal range 4.0 - 5.6%); beta?hydroxybutyrate, plasma or serum - normal in range; stat, venous blood gas with ionized ca, electrolytes, glucose, h&h, poc - (few parameters were bit high but nothing red flag of diabetes); urinalysis, poc - all results normal and in range; glucose, whole blood, (poc) - 113 (normal range 70-110mg/dl) this was 2 hours after dinner bedside glucose test 10. Hepatic function panel - all results normal and in range. Parietal cell antibodies, serum - negative. Immunoglobulin a (iga), serum ?immunoglobulin a (iga) - normal and in range. Celiac disease antibody pane - normal and in range; glucose, whole blood, (poc) - 85 (normal range 70 -110mg/dl) 15. Lipid panel (lipid screen, fasting, plasma or serum) - all results normal and in range; glucose, whole blood, (poc) - 86 (normal range 70 -110mg/dl); microalbuminuria, urine, random collection - all results normal and in range; blood pressure, pulse, temperature, respiratory rate, oxygen saturation, covid pcr test - all results normal and in range; hepatic function panel ¿ all results normal and in range; adrenal antibody, ifa ¿ negative. Parietal cell antibodies, serum ¿ negative. Zinc transporter 8 (znt8) antibody ¿ normal and in range 23. Diabetes autoimmune panel - <5 normal and in range based on this test results endocrinology specialist of children hospital emergency team concluded that her all test results are normal and currently has no sugar, insulin, ketones, triglycerides or "no diabetes" either type 1 or type 2 and she was discharged from ER on (B)(6) 2021. I have all objective evidence of original blood test results and ER reports with ER doctor's notes and ER discharge instructions in the electronic format. Test results from (B)(6) were indication of chronical illness and after painful mental and physical suffering, the children hospital endocrinology specialist team concluded "no diabetic, no medication, no insulin need" and released from ER. She has no health issues whatsoever. When her antibody test results are negative and her vitals are normal, sugar in blood drown is normal, how can her original blood work results be elevated to "diabetic" level a1c. FDA safety report ID# (B)(4).